Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/31/2024, it was reported by a sales representative via phone that an ar-ar-3740sp knee fibertak double knotless anchor pulled out after tensioning with the tip breaking off and could not reload the anchor. Anchor and sutures were then removed from the patient, and an ar-3770sp knee fibertak hybrid (one knotless and one knotted) was used to complete the case. There was a less than 15-minute delay in the procedure. This was discovered during a lateral extra-articular tenodesis procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.